Event description:
Following a successful atrial fibrillation redo procedure, a pericardial effusion occurred which required a pericardiocentesis to stabilize the patient. The physician reported that steering under ablation at the anterior roof was difficult due to anatomical conditions of the patient. After completion of the procedure, a blood pressure of 70/50 was observed. Fluoroscopy was done which diagnosed a pericardial effusion which was also confirmed with an echocardiogram. A pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Due to unknown procedural conditions, we are unable to conclusively determine the cause of the reported event and the cause remains unknown. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.